Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On approx (B) (6) 2010, the pt obtained the blood glucose reading of 360 mg/dl on the reported meter, and a reading of 250 mg/dl on a second meter within 30 minutes. The pt took no action based on this reading. Afterwards, the pt experienced the symptom of sweating, feeling hot, and her 'heart hurt'. The pt did not seek any medical attention or treatment. Troubleshooting revealed the reported meter was not programmed for the correct calibration code number for the test strip lot in use, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The pt's testing technique was incorrect in that the reported meter was not programmed for the correct calibration code number. The pt allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated blood glucose result on the reported meter. Therefore, this complaint is being reported.